Event description:
Information received indicating cadd ms3 pump lost its programming. Reporter stated that the it is unknown if the reported event occurred while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the reported customer?s stated problem was unable to be duplicated. Testing was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Further investigation determined that after 2 days without power from the battery, all programming will be lost as referring to the notification of change information providing to customer. Therefore, no problem found with the issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.